Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir was leak at past second o ring. Customer's blood glucose level was unknown. Customer states there was not an air bubble in the reservoir. The device will be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir, performed pre-fill reservoir test. Found transfer guard¿s needle occluded. Using a new lab transfer guard performed pre-fill reservoir test. Found reservoir no leakage anomaly when removing the plunger, performed manual test and found plunger easy to release from stopper-plunger.